Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on jan 21, 2025. With lot number 1525713. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening device assessed as surgical impact opening. As per the investigation procedure, crease/ stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for right side. The device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture". Continued e1 phone number: (B)(6).